Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when compressing the plate, the rbl2320 low profile primary guide broke. It was reported the scrub nurse noticed at the end of the procedure the guide was broken and could not find the broken piece. As a result, the procedure was prolonged by 1 hour in order to gen an x-ray in order to find the broken piece. This report is related to report number (B)(4) for the low profile primary guide involved in this event.